Manufacturer narrative:
Clinical evaluation performed by medical affairs on 16 february 2018: hip revision surgery occurred 5,5 years after primary cementless total hip arthroplasty. Radiographic image provided shows the presence of a mobilized stem. Aseptic loosening is a possible, literature described adverse event after cementless tha and causes are often unknown. In this case, reason of failure cannot be determined. Batch review performed on 26 february 2018 lot 120924: (B)(4) items manufactured and released on 22 june 2012. Expiration date: 2017-05-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability 5 years and 5 months after primary. The cause is unknown. The stem came out very easily, took no time with the medacta stem extractor.